Event description:
It was reported that a patient was undergoing a procedure in the ep lab and went into ventricular fibrillation. There was significant noise in the room, making communication with the physician difficult. The noise was allegedly produced by the x-ray tube. The patient was defibrillated before he lost consciousness. No further information is known about the patient. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.